Manufacturer narrative:
H10. D10. Concomitants: (B)(6) 02-010-01-0240 - logic femoral ps cem left sz 4. (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm. These devices are used for treatment not diagnosis. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2020, and then patient experience persistent swelling, pain, and fluid accumulation in his left knee which results revision surgical procedure on (B)(6)2023 per physician advice which is approximately 3 years and 6 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b1, b2. The following sections were corrected: d1, g3, h4, h6. MDR section codes updated/corrected: a, b, c, d, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loss of range of motion or due to inclusion of the polyethylene in the packaging recall. Therefore, it is possible that a contributing factor to the reported wear may have been the result of being packaged in a non-conforming bag for more than 5 years before it was implanted. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.